Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation of " (B)(6), summit standard imp. Inserter" revealed that the tip of the device has bent or deformed. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. But, the other reported condition can not be confirmed. As, the evidence provided was not sufficient to confirm the reported event of jammed or seized. Functionality issues cannot be evaluated through photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the summit standard imp. Inserter would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the item had a bent tip and was stuck in the implant. There was no patient consequence. The instrument was successfully retrieved from the implant.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary bent tip stuck in implant, consignment, tagged. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the summit standard imp. Inserter disassemble with nothing attached to it; the reported stuck allegation was unable to confirm however the tip was found to be severely deformed besides an overall worn appearance of the device. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the summit standard imp. Inserter would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code cv1204 provided is not a valid finished goods lot number. H11 additional narrative: corrected: h3.

Event description:
Additional information received states that it was confirmed that there were no fragments remaining in the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "bent tip, stuck in implant, consignment, tagged." The product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation of " 257005100, summit standard imp. Inserter" revealed that the tip of the device has bent or deformed. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. But, the other reported condition can not be confirmed. As, the evidence provided was not sufficient to confirm the reported event of jammed or seized. Functionality issues cannot be evaluated through photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the summit standard imp. Inserter would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: b5, d9.